Event description:
It was further reported that perioperative antibiotics were administered. The patient did not have meningitis. The patient was experiencing redness, drainage, and pain at the device pocket. A culture was obtained from the device pocket and was coagulase positive. The patient outcome was unknown as the patient was treated by a different physician. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had an infection at implantable neurostimulator (ins) incision site. The ins was being explanted on (B)(6) 2014, the leads would be left in until incision was healed and the infection cleared. The patient was implanted about 4 weeks prior to the report. It was later reported that the device was explanted and no cultures were obtained. The patient would be re-implanted when the infection was clear. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).